Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon implant of the implantable cardioverter defibrillator (ICD) the device setscrew appeared to be unscrewed out of the port. The device was removed and an alternative device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.